Manufacturer narrative:
11/13/2015 a medtronic representative performed a navigation system check-out, all areas passed. System performed as intended. - 11/25/2015 a medtronic representative, following-up at the site, reported there was no patient incident as the doctor puts pedicel markers in pre-spin so he was content with the placement is those before the frame assumingly moved. - no parts have been received by manufacturer for analysis. - no further issues have been reported.

Event description:
A medtronic representative reported that, while in a spine lumbar fusion with the imaging system. The surgeon placed the first two screws and was accurate. When the surgeon went to place the third screw alleged he had lost accuracy, 2-3 millimeters lateral. The surgeon says that the frame did not move, however, the patient was osteoporotic and anatomy could have shifted. A total of 4 screws were placed, 2 with navigation and then the last two without navigation. No revision was required. The surgeon opted to complete the procedure without the use of the navigation system. There was no delay of therapy. There was no impact on patient outcome.